Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, it was sent for product upgrade, however, defects were found with the device during service evaluation. The device failed electrical safety test. The psu board was replaced to address the issue. The device was tested and found to be working according to specifications. A manufacturing record evaluation was performed for the finished device [serial number : (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported via service request that the unit failed electrical safety test. The psu board was replaced to address the issue.